Manufacturer narrative:
Other relevant device(s) are: product ID: 9733808, serial/lot #: unknown, product analysis: (B)(4) - unexpected exit/software unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an sr manager failure occurred when booting up dicom q/r on the fusion system, with a message that says system is going to reboot in 30 seconds. Ent application still opens, however dicom q/r is not functional. There was no patient present when this issue was identified.